Event description:
A complaint was received from a customer that reported the dex system was reading higher when compared to their physician's system. They stated that they did a test with dex system and obtained a result of 556 mg/dl. They went to the hosptial and approximately 10 minutes later received a result of 168 mg/dl (method unknown). While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was using test sensors lot number 1a2141aa with an expiration date of 03/04. A request was made to return the entire system for evaluation. In the meantime, a replacement unit was provided.